Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. It was determined that the implantable cardioverter defibrillator (ICD) exhibited an electrical reset. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.